Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented with noise on the atrial lead that resulted in inappropriate mode switches. No changes or intervention would be done, the patient would be followed with routine follow ups. The patient was asymptomatic throughout todays visit.